Event description:
It was previously reported that the patient experienced loss of therapeutic effect. Additional information received corrected that the patient did not experience loss of therapeutic effect. The previously reported information [additional information received reported that the patient experienced an infection. It was stated that the patient¿s symptoms were swelling and drainage. It was noted that the patient had his implantable neurostimulator (ins) and extension explanted. It was stated that the patient had a x-ray on (B)(6) 2013. It was reported that the patient required hospitalization and that the serious injury/illness was still ongoing. Additional information received reported that the cause of the event was an infection and that the patient had pus. The outcome was also marked as an ongoing serious injury or illness and hospitalization was required. Due to this, it appeared that the patient was still having issues with an infection.] Was found to be pertained to manufacturer report # 3004209178-2013-07492.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va02j19, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va02j19, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient saw his health care provider (hcp) on (B)(6) 2012 and the hcp turned stimulation up ''quite a bit.'' The patient was not shaking at that time. A ''couple of days'' later the patient started to ''shake real bad.'' It was confirmed that stimulation was on and ''ok.'' Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the cause of the event was an infection and that the patient had pus. The outcome was also marked as an ongoing serious injury or illness and hospitalization was required. Due to this, it appeared that the patient was still having issues with an infection.

Event description:
Additional information received reported that the patient experienced an infection. It was stated that the patient's symptoms were swelling and drainage. It was noted that the patient had his implantable neurostimulator (ins) and extension explanted. It was stated that the patient had an x-ray on (B)(6) 2013. It was reported that the patient required hospitalization and that the serious injury/illness was still ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).